Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnostics. The procedure and patient studies were canceled as system was down and not available for use. It was reported to philips that the system was not booting up. No further information regarding the issue has been provided by the customer. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found that small focus was defect, customer was using large focus and requested onsite support. Rse released onsite work order but was cancelled. No service has been performed by philips since the case was created in error. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.